Event description:
Procedure: sleeve gastrectomy. According to the reporter: the reload was articulated on the adapter. The surgeon was putting pressure on the reload by pressing it upon adjacent tissue. The reload then became unarticulated and when the surgeon depressed both the blue and silver buttons on I-drive the reload would not go back to center, and the reload was stuck at a 20 degree angle. Upon my initial evaluation of the device, I also noticed that the reload was not centered on the adapter, and during rotation of the adapter it moves awkwardly during the rotation. There was no unanticipated tissue loss, no unanticipated extension of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. There was no device fragment left in the patient and no device fragment or component that fell into the patients cavity. Replaced the entire I drive system with the adapter and reload, and replaced with a manual handle. Post- op diagnosis: recovering from sleeve gastrectomy. Reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).